Manufacturer narrative:
Additional information received from the local field representative indicated that a revision procedure was scheduled. At this time there is no evidence that any intervention with the lv lead has been performed. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received via remote monitoring that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,500 ohms. The lv lead impedance measurements had previously been stable at approximately 700 ohms. It was suspected that the lv lead was fractured. The health care professional (hcp) planned to bring the patient in to the clinic to evaluate the issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the pacing configuration was reprogrammed to lv tip to rv coil and impedances decreased to 416 ohms. There were no plans for any additional intervention.